Manufacturer narrative:
No evaluation has been performed as the vigileo monitor is expected to be returned for evaluation and has not yet been received. A follow-up submission will be submitted to communicate the evaluation and investigation results.

Manufacturer narrative:
Examination of the referenced vigileo monitor was unable to detect any failure of the device to function as intended. During evaluation, a 36-hour burn-in test, electrical safety test, and fatu (final acceptance test unit) test, were executed with no faults or failures detected. No physical damage was observed during the visual inspection of the monitor. Review of the device history record supports that there were no non-conformances noted during manufacture of the device, for any reason. It is unknown whether procedural processes or a specific circumstance played a role in the reported experience, as no fault could be determined and the evaluation results did not confirm the reported issue with this device or any of the related devices/complaints. The monitor will be returned to the customer. All related MFR reports: vigileo monitor 2015691-2019-20535, apco9×2 flotrac connection cable 18 ft (548 cm) 201-5691-20539, vigileo monitor 2015691-2013-20537 and apco9 flotrac connection cable 9 ft (274 cm) 2015691-20541.

Event description:
It was reported that after 1~2 hours of use, the blood pressure value displayed on the nihon kohden bedside monitor attenuated 20~30 mmhg lower than at the start of measurement; however, the details of the value were unable to be obtained. When the event transpired, no error messages were observed, but the customer surmised that the value was not reflective of the patient¿s status. There was no report of inappropriate treatment resulting from the suspect value. It was noted that the issue was only observed when the nihon kohden monitor was used with a flotrac connected to a vigileo monitor, and was not observed with a disposable pressure transducer. The flotrac was replaced; however, replacement of the flotrac did not improve the symptom. The customer suspected that a malfunction occurred with either the vigileo monitor or an apco9 cable. Four (4) devices were documented as potentially related to this event, as the serial numbers for the suspect devices could not be positively identified and all likely units were reported.